Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was having an ablation procedure. Following torsades the patient was sent to the intensive care unit (ICU) for medical management.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to short v-v intervals and non-sustained ventricular tachycardia episode. The also appeared to be some oversensing on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.